Event description:
It was reported that a one-link extension set could not screw onto a saline syringe 50% of the time during patient use. The director observed the issue 3 times, where the saline syringe pulled right off of the one-link extension set after it was screwed on. There was patient involvement but no injury or medical intervention was reported. No additional information is available.

Manufacturer narrative:
(B)(4). The reported connection issue could not be confirmed and the cause could not be determined as a sample was not available for analysis and the lot number was unknown. If further relevant information becomes available, a follow-up report will be submitted.